Manufacturer narrative:
Conclusion: it appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred. Note: this submission is being filed late because of issue with the web trader account.

Event description:
After verifying proper sheath location with a groin shot, a 6/7fr vascade was opened and given to the scrub tech using proper sterile technique. The scrub tech then dipped the vascade into heparinized saline and passed it to the doctor for insertion of the 6fr sheath. The vascade was loaded to the white marker where the disc was deployed by pulling the black actuator away from the silver handle until the green segment became visible. The sheath was removed without any issues. The doctor then slid the key into the lock so that the black sleeve could be retracted, but the distal outer sleeve separated from the joiner but remained on the device. The doctor wasn't able to deploy the collagen, so the disc was dropped and the vascade was removed from the patient. The scrub tech held 30 minutes of pressure and there were no complications. The patient was released from the hospital without any injury.